Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, all the keypad buttons were responsive during investigation. Unrelated to the original complaint, the keypad cover was torn between the up arrow and the down arrow, and at the ok button. The keypad cover was removed to find evidence of moisture on the up arrow, and down arrow button contacts. The pump was opened to find the keypad flex to be fully seated in the connector with the latch closed. No evidence of moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.